Event description:
During an in clinic follow-up, increased pacing impedance was noted on the right ventricular (rv) lead. The suspected cause of the event was calcification. No intervention was performed and the patient was stable and will continue to be monitored.